Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD) and battery depletion alert. During a software update the battery was found to be at 14% down from 34%. Boston scientific technical services (ts) consultant confirmed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Ts recommended device replacement. The device remains in-service. No additional adverse patient effects have been reported.

Manufacturer narrative:
The device was returned for analysis. A supplemental report will be issued once conclusion is obtained. This report is being submitted to update the fields b5. Describe event or problem, d6b. If explanted, give date, h1. Type of reportable event & h6. Adverse event problem.

Event description:
It was reported that the battery of this subcutaneous implanted cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it exhibited a sudden decrease of remaining battery and generated a potential premature battery depletion (pbd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implanted cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it exhibited a sudden decrease of remaining battery and generated a potential premature battery depletion (pbd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned for analysis. A supplemental report will be issued once conclusion is obtained. This report is being submitted to update the fields b5. Describe event or problem, d6b. If explanted, give date, h1. Type of reportable event & h6. Adverse event problem. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.